Event description:
Per importer's MDR: it was reported that a shower chair broke causing the user to fall and injure her shoulder rotator cuff and other unspecified injuries. After visiting the doctor, the user was recommended she receive surgery for her shoulder. Should add'l relevant info become available, a supplemental report will be submitted.

Manufacturer narrative:
There is no way to know whether this device was manufactured by foshan r. Poon medical products co., ltd. Since there was no model number provided and the device was not returned for eval.